Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4) the trunk cable connector was found to be broken. The last pt to use this device did not report and deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the trunk cable connector was damaged. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event occurred due to the defective electrode belt connector. The last pt to use this electrode belt did not report any problems.